Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. The customer mentioned that they were having qc issues. The field service engineer determined that the issue was due to a defective lot of internal standard reagent (component failure). The customer resolved the issue by loading a new lot of internal standard reagent on both systems. They then performed calibrations and qc with successful results. The customer verified that the system was performing within specifications by testing patients' samples between two different systems and all results matched. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable ise results for 60 patients' samples tested on a cobas 6000 c501 (ul) v module. Results for the sodium (na) test were affected. Discrepant results for 2 patients' samples were provided. Sample 1 (patient 1): initial result: 131 mmol/l. Repeat result: 137 mmol/l. Sample 2 (patient 2): initial result: 131 mmol/l. Repeat result: 139 mmol/l. Qc issues and ongoing low na values prompted the repeat of the samples on (B)(6) 2024. The repeat results were deemed to be correct. Out of the 60 patients' results, reportedly, an amended report with 46 correct results was issued.